Event description:
It was reported that the customer did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer chose not to further troubleshoot the issue and decided to change the supply instead.